Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was evaluated by a third party and the customer's allegation was confirmed. Based on the results of the investigation, it was not possible to surmise the cause of the reported phenomenon. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the camera head had an abnormal image. The event was found during preparation for use. The procedure was therapeutic. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.